Manufacturer narrative:
Pending investigation. Concomitant medical products: 142-32-93 - cocr fem head 32mm -3.5 offset 12/14, (B)(4). 180-65-25 - alteon 6.5mm screw, 25mm, (B)(4). 186-01-48 - integrip cc, cluster 48mm, (B)(4). 188-01-07 - wedge plasma x/o sz 7, (B)(4). Recall number : z-1732-2022.

Event description:
As reported, the patient had an initial tha on (B)(6) 2016. The patient was revised due to the recall. Satisfactory liner swap. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent liner swap/revision has been reported to be due to the device recall; no other reason reported.